Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks. It was also reported that there was noise and a possible right ventricular (rv) lead fracture. It was later reported that the rv lead had oversensing. The patient is extremely upset and dissatisfied with the product. All detections were programmed off and the lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks. It was also reported that there was noise and a possible right ventricular lead fracture. The patient is extremely upset and dissatisfied with the product. All detections were programmed off and the lead will not be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the lead was returned to the manufacturer and analyzed. The lead overlay tubing had cosmetic environmental stress cracking (esc) and outer insulation had cosmetic depression. The conductor was distorted and the defibrillation superior vena cava (svc) exposed coil was pulled/stretched/overstressed. The outer insulation was breached/cut and the distal electrode was covered in blood and there was blood on the defibrillation not obstructed. The lead distal conductor was fractured flexed and cut. The insulation overlay had blood ingression. The conductor was distorted and defibrillation svc exposed coil kinked/buckled. The outer and inner lead insulation were breached/melted and the distal conductor had blood not obstructed. The distal conductor was distorted kinked/buckled. The lead conductor was fractured and the defibrillation svc exposed coil was cut. The lead had insulation breach and overlay tubing melted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.